Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, update section h3, and to provide the completed investigation results. One used 6fr 45cm destination sheath was returned for product evaluation. No other accessory components were returned. Visual inspection revealed that the shaft of the sheath had stretched and broken into different segments. In addition to this, the inner stainless-steel coil was exposed at different segments of the sheath. Based on the returned device, the sheath can be confirmed for sheath breakage. It is likely that the presence of the heavily scarred tissue and more than usual force used during insertion and withdrawal could have potentially exacerbated the event, leading to the deformation and sheath breakage. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea

Event description:
Additional information was received on (B)(6) 2020. There was significant scarring on the access site. There was not a steep angle in ilio-aortic bifurcation. Other devices used during the procedure were 6fr 10cm sheath. The dilator was in place when removing the sheath. The 6fr destination sheath split just outside the arteriotomy at skin level, a small portion of the sheaths bradding was grasped with a needle holder and was then slowly removed. Additional information was received on (B)(6)2020. They had to use more force then usual during insertion and withdrawal.

Manufacturer narrative:
Implanted date - device not implanted. Explanted date - device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an unknown issue with a destination device. Additional information was received on 14sept2020. The procedure being performed was a peripheral intervention, up and over lower extremity arteriogram on the patient with intervention. The patient was stable for the duration of the procedure. When the sheath was being removed it had broken in the middle and started to unravel, however, the doctor was able to fish the other half out of the arteriotomy. The patient was reported to be in stable condition. The procedure was completed successfully. The estimated blood loss was minimal and was less than 250cc.